Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital, dead on arrival (doa). It was noted that the right ventricular (rv) lead exhibited high thresholds and may have compromised capture. Sudden jump in the rv lead impedance was observed. Additional information related to the cause of death was requested and not received.